Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer unplugged the pyxibus main and auxiliary cables, but the issue persisted. The fse then replaced the communication sled and unplugged one drawer at a time until they identified that drawer 4 on the auxiliary cabinet was faulty. Upon verification, both drawer controller boards and the pyxibus module controller board were found to be defective. The fse replaced all three boards and tested drawer 4 using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had no power. The customer reported that the remote support service (rss) was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.